Event description:
Foot wrap and inflator on left foot failed to deflate. Designed to inflate to 160 mmhg for 2 seconds, deflate and repeat every 20 seconds. It inflated and did not deflate for possibly 5 mins with no alarms. Pt had cyanotic foot which recovered without significant problem after wrap was removed.